Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was delivering too much insulin. It was stated that the reservoir status showed 54.8 units, and then a fix prime was performed twice for the amount of 1.0 unit and 3.8 units. After reviewing the reservoir status it was found 50.0 units. Recommended to check the reservoir before and after every bolus. No further information was provided.